Event description:
It was reported during an in-clinic visit, x-ray was performed showing lead dislodgement on the right ventricular (rv) lead. No electrical anomalies were seen. The rv lead was explanted and replaced. The patient was in stable condition with no adverse health consequences.